Event description:
It was reported to medtronic minimed that the customer had a back light anomaly on the lcd screen. The customer reported no adverse event. The event involved in the product was mmt-1886. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1886 was returned for analysis.

Manufacturer narrative:
Pump received with blank display. Unable to verify back light anomaly or perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found a crack on the u6 chip. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. Blank display was confirmed during analysis due to a cracked u6 chip. Back light anomaly was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.